Event description:
Prior to injection via port, an unsuccessful attempt was made to withdraw blood. Pt was sent for imaging and catheter portion of device was found to have become detached from the main body of the port. Catheter was found to have migrated to the pt's heart (2/3 in right atrium, 1/3 in right ventricle). Catheter was retrieved using a snare via approach from right common femoral vein.